Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced a pericardial effusion that required pericardiocentesis. Pericardial effusion detected during the procedure. Confirmed by ultrasound. The effusion was drained twice (700cc in total drained). The patient was transferred to the ccv unit. His condition was stable at the time of transfer. It was then reported that "operation of the patient" was performed. According to the surgeon, the adverse event is not related to the use of the biosense webster, inc. Product. Additional information was received. One transseptal puncture was performed. The event occurred after the ablation phase. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The physician's opinion on the cause of the adverse event was the procedure. No evidence of a steam pop. The patient fully recovered; however, required extended hospitalization as the patient was under observation.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Picture investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. Unable to confirm the reported adverse event based on the images provided by the customer, a manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 20-nov-2024. Patient required surgery to recover from pericardial effusion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).